Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio reflect meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2021, in the morning, he obtained an alleged inaccurately high blood glucose result of ¿264 mg/dl¿ on the subject meter compared to ¿28 mg/dl¿ on a freestyle meter, performed within 30 minutes of each other. The patient usually manages his diabetes with oral medication (metformin ¿ dose unspecified) and he stated that he took more medication due to the alleged issue (dose unspecified). At an unspecified time after the alleged issue started in the morning, the patient started to develop symptoms of ¿headache and dizziness¿. The patient claimed that he stayed in bed until he felt better and called his doctor. The patient did not report receiving any treatment for the reported symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The patient had used an approved sample site to obtain the result from the subject meter and the test strip vial was intact. The cca noted that the patient did not have a control solution available at the time of the call to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of diabetes medication based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
A device history record review could not be performed as the meter serial number was unavailable. This supplemental is being sent to include the investigation conclusion code that was omitted from the h6 field of the initial report. The investigation conclusion code that should have been included at the time of submission of the initial report is: 67. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.